Event description:
It was reported that during a vats wedge resection procedure, the device cut but did not staple. One cartridge would not fire at all. Another device was used to complete the procedure. There was no patient impact. The device will not be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device status unknown, will not be returned. The complaint could not be confirmed because no device was returned for analysis.